Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Insufficient information: no observations are performed for the complaint as the event is insufficient information. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture.

Event description:
Patient initially reported "complaints". Later, patient reported left side capsular contracture, baker grade unknown and bilateral device folding with evidence of mild capsular contracture (no rupture or siliconomas) diagnosed by ultrasound and MRI. Histology reporter revealed chronic granular and giant cell inflammation. The device has been explanted.